Event description:
It is reported that the device was used in surgery in 2007. A post-op x-ray revealed that the spring retractor pin had come out of the instrument and fallen into the wound. Part of the device remains implanted.

Manufacturer narrative:
Eval summary: the design of the device provides for firm connection between the thumb pin and locking pin by thread locking epoxy on pin threads. Cause cannot be definitively determined based on the available info. Eval: as returned, the locking pin was separated from the broach impactor. The 6-32 threads on the locating pin passed thread gauge. The anterior part of the distal face of the impactor shows deformation damage. Device history records indicate device manufactured to specification.